Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure, after fired a third with good cut line and staple line, the blade returned by itself. Cleaned the jaw, changed another new reload, the blade returned by itself also. Changed the device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Batch # n56t5c. The analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridge reloads were received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.